Event description:
The pt experienced a loss of lock with the device. External equipment was exchanged; however, the problem was not resolved. In addition, it was also reported that the pt fell down and hit his head on the table. Surgery to explant the pt's device will be scheduled.